Event description:
It was reported that customer observed air bubbles or gaps within infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer performed a supply change to address the issue and then resumed insulin.